Event description:
At the completion of a multiple coronary artery bypass graft procedures, two heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomoses. No pt complications were reported by the hospital.